Event description:
It was reported that the surgical fiber broke during a prostate procedure. The procedure was completed using a second fiber. Pt outcome: "no damages to the pt'.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the bevel, distal to the fiber/cap fusion zone. Severe char and detritus on the metal cap and severe devitrification of the glass cap at the output window were also observed. The cap adhesive zone was found to be heated to the point of burning, resulting in the fiber/glass cap shifting forward within the metal cap. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to anatomical/procedure factors encountered during the procedure.